Event description:
The customer reported via phone call that the insulin pump alarmed no delivery when he was delivering a bolus for his dinner. Customer's blood glucose level was 179 mg/dl. The customer was advised to remove his insulin pump until his blood glucose level was more stabilized. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.